Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for the patient effect; however, the treatments appear to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of restenosis, as listed in the xience xpedition instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that rotablator and predilatation were performed in the de novo, chronic total occlusion (cto) lesion, in the mid left anterior descending coronary artery (lad). The 2.25x23 xience xpedition stent was implanted in the mid lad and post dilatation was performed on (B)(6) 2014. The distal lad lesion, non target lesion, was treated with a non-abbott drug-eluting stent (des). The procedure was completed without issue. On (B)(6) 2015, the patient was seen for a follow-up visit and in-stent restenosis (isr) was noted in the xience xpedition stent. On (B)(6) 2015, percutaneous coronary intervention was performed to treat the isr. A des was implanted and the event resolved without sequela. No additional information was provided.